Event description:
Reportable based on device analysis completed on 20may2022. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous distal left anterior descending artery. A 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of distal stent damage with struts lifted and pulled. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.